Manufacturer narrative:
Received one used list #mc100, microclave¿ clear neutral connector: lot #5960803. Some leak residue was observed in the microclave. The reported complaint of a leak could be confirmed. The probable cause of the leak is inconsistent lubrication during the manufacturing assembly process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the seizure medication leaked from distal medline connection between tubing and microclave. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.